Manufacturer narrative:
There was no patient involved, thus no patient data exists. The (B)(6) server is the device which malfunctioned, however, the server is an accessory to the officepacs system. There is no expiration date for this product. This is not an implantable device. Actual device was evaluated in the field. Initial reporter was an it engineer. This was a hardware related issue and was resolved by replacing the drives on the server and then running firmware updates. There is a potential for data loss when a server crashes, however, there was no evidence of data loss with this malfunction. No event occurred. This is not a single use device. (B)(4).

Event description:
It was stated by the initial reporter that they had replaced the drive and on the raid 5, but after the drive was replaced, the drive showed no lights on and cannot be viewed in the server raid manager. After further investigation, the drive was replaced and firmware was updated. No patients were involved in the malfunction, and no patient data was lost.